Event description:
Customer called reporting a motor error alarm on her insulin pump. Customer's blood glucose level is 232 mg/dl. The motor error alarm occurred during basal delivery. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had a motor error alarm during rewind due to corroded motor home switch. Unable to verify motor position encoder error in the alarm history due to constant motor error alarm during rewind. Insulin pump received with cracked reservoir tube lip and scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.